Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was not duplicated. The pump occlusion pressure was measured and found to be low but within specifications with no abnormalities identified. The ehl was reviewed that confirmed the upstream occlusion alarm sounds. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The reported issue was addressed by recalibration of the occlusion detection pressure. The pump passed all functional tests and performed as intended.

Event description:
It was reported that there was an upstream blockage. This occurred during patient use at the facility, and there was no signs or symptoms experienced.